Event description:
This is pt #5 of 10 whose subclavian catheter backed out of the insertion site. Clinical details of individual cases were not known except that in each case a new catheter had to be introduced and in some cases the central line also had to be replaced. In some cases, multiple incidents occurred on a single pt. No pt ill effects were sustained other than the trauma of undergoing introduction of a new catheter. Investigation revealed that the physicians was only partially inserting the catheters "because the pts were elderly," thus leaving a longer-than-normal portion of the catheter outside the body. In some cases the pts were grabbing and yanking the catheters,and even though the catheters were sutured in place, they came out.